Manufacturer narrative:
Section d9 updated due to device return for evaluation. Section h6 evaluation codes updated due to the device return for evaluation. Method code - add additional code result code - add additional code h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that when this pb980 ventilator was powered on, there was a burning smell and it did not operate. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and replaced the direct current-direct current(dc-dc) converter printed circuit board assembly(pcba), breath delivery(bd) power controller pcba, bd power distribution pcba, battery pack and graphical user interface(gui) to breath delivery unit(bdu) cable. The unit passed all calibrations and tests per manufacturer specifications at the time of service. Review of the image available, it was confirmed that the dc-dc converter pcba had thermal damage and a 'blown' capacitor c55. Additionally, there was thermal damage to resistor r6, on the bd power distribution pcba. If a failure of the c55 on the dc-dc converter pcba occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was isolated in the field due to a faulty capacitor c55 on the dc-dc converter pcba which can create a surge of power causing thermal damage to the bd power distribution pcba (r6) and affecting the battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when this 980 ventilator was powered on, there was a burning smell and it did not operate. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: the device has returned to medtronic and is under investigation. Issue identified during product analysis photo evaluation. Upon evaluation of the photo returned to medtronic it was confirmed that the direct current (dc)-dc printed circuit board assembly (pcba) had thermal damage related to the capacitor, c55. A design improvement was introduced for the dc to dc converter pcb to address tantalum (tamno2) type capacitor issues. On review of a second photo returned to medtronic, thermal damage to component resistor r6, on the breath delivery (bd) power distribution pcba was observed. From review of photos received, the cause of the reported event was likely related to a faulty dc-dc converter pcba which can create a surge of power and affect the bd power distribution pcba. There is an existing previous corrective action or investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.